Event description:
The initial reporter contacted shiley to report that a patient with a shiley aortic heart valve had their valve replaced. According to copies of medical records subsequently forwarded to shiley from the initial reporter, the patient had developed dyspnea on exertion over time and was diagnosed with aortic stenosis and insufficiency. The valve was replaced. Upon examination of the valve during surgery, it was noted that there was "pannus ingrowth underneath the valve which was preventing the disk [sic] from opening fully". A repair of the anterior leaflet of the patient's natural mitral valve was also done during the same procedure. The patient was discharged 12 days after surgery.